Event description:
The svc report shows that while the customer support engineer was performing svc on the ventilator for an unrelated issue. The co observed the audible alarm to be intermittent. The audible alarm assembly was removed and replaced and the unit passed extended self testing. This report is not an admission by co this device caused or contributed to the event alleged in this report.